Event description:
The patient reportedly had infection and fistula from embedded metal fragment at the implant site. On (B)(6) 2014, the fragment was removed and the patient was prescribed antibiotics (type unknown). On (B)(6) 2014 the patient was prescribed additional antibiotics (type unknown). On (B)(6) 2014, the patient experienced pain, drainage, swelling, and a small encrusted opening. The patient was admitted to the hospital. On (B)(6) 2014, the patient had device reposition surgery and the site was cleaned out. The patient is reportedly doing well.